Event description:
Customer called to report low blood glucose hospitalized. It was stated that the pump had an error alarm. Customer rewound and primed the unit, but the alarm reoccurred. Device was disconnected and customer received glucose tablets to help raise the blood glucose. It was offered to troubleshoot the pump, but customer declined.